Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. No complaint related product is expected to be returned for investigation. The review of the provided data did not indicate any device related issues and suggests micro-wrinkles in the flap to be a potential contributing factor. However, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that a patient had experienced slight loss in visual acuity with dryness and glare in the left eye post surgery and unexpected refractive outcome with manifest refractive spherical equivalent treatment value was equal to two diopters along with application of steroid medications for treatment of epithelial hyperplasia post three weeks of treatment. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.